Event description:
Customer reported via phone call that their insulin pump is getting an error. The blood glucose reading is unknown.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump passed the displacement, rewind, seating and basic occlusion tests. The pump was returned for power error alarms, and the alarms were confirmed. The pump also had a cracked reservoir tube lip, a scratched case and minor scratches on the lcd window.